Event description:
It was reported that during a routine follow-up, an increase in capture threshold and increased high voltage lead impedance were observed. A chest x-ray was performed and the lead was noted to have dislodged. The lead was repositioned with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.